Manufacturer narrative:
E1: reporting institution phone: (B)(6). E1: reporter phone# (B)(6). A philips remote service engineer (rse) spoke to the customer, a biomedical engineer, who reported that the device was not reading correctly when pressure was applied during testing/quality control and was outside of use at the time of the event. The rse confirmed the issue was replicated; pressure readings were inaccurate and did not respond correctly when pressure was applied. Functional testing indicated a likely fault with the transducer. The customer was quoted for an exchange transducer to resolve the issue. The customer was provided with part information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon cableless toco+ mp transducer indicating that the device is not reading correctly when pressure is applied. The device was not in use on patient at time of event, there was no adverse event reported.